Event description:
The intended procedure was completed using a similar device. Upon inspection of the device, it was discovered that the high voltage power supply (hvps) board was defective and had caused an e433 error.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: b5 (information was inadvertently omitted from the initial), g2 (added selections) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective high voltage power supply (hvps) board, however, the exact cause of the defect could not be specified. It likely the hvps board failure occurred due to one of the following; the supply voltage from the hvps board is missing or too low (permanent error), and/or a short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). It was further noted that an e433 error is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal which is set for testing falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that an hf unit (generator) was in use in a clinical procedure when it failed. The fault is there was a loud bang and it then would not work and there was an error showing on the screen. It has not been in contact with any infectious diseases. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the defect found during evaluation of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.